Event description:
It was reported the powered wheelchair stopped unexpectedly during use, requiring the end user's wife to push the wheelchair home. The end user's wife sustained a laceration to her leg while pushing the wheelchair. The end user's wife sustained 8 stitches as a result.